Event description:
Outpatient had pci performed on (B)(6) 2014. Right femoral access was obtained with a 6f sheath. Integrilin and heparin were used to anticoagulate patient. Upon deployment of angioseal, moderate arterial oozing was noted at the groin site. Femostop was used to establish hemostasis. Bp at time of deployment was 129/69. Groin site was well managed in the cath lab and patient was transferred to pcu without further complication.